Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The field service engineer (fse) replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported issue was confirmed and replicated. In remote fe and artemis, no data was found to indicate that the fault had occurred in the field. Visual inspection found no issues related to the event. The unit was installed onto a known good in-house system, but the system could not power on completely. The power button on the tower kept flashing blue. The unit was tested on the bench programming station and was determined to be bricked. As a result of these findings, failure analysis concluded that the root cause of the issue is a bricked ccc. Unbricking was performed, and the unit was reinstalled into the system, which then powered on normally.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system would not power up completely, and the tower power button was flashing blue. The technical support engineer (tse) instructed the customer to bring all components up in standalone mode. The consoles and robot powered up normally, but the tower continued to have a flashing blue power button and displayed an "insufflator disabled" message. The customer planned to contact the charge nurse to determine the next steps for the case due to the system being down. The customer mentioned that storms had passed through the area the previous night, but it was unclear if there had been any power issues at the hospital. There was no report of patient involvement.